Event description:
The customer reported one false positive result for the flu a and flu b target on the alinity m resp-4-plex assay. Sample ID (B)(6) was positive for flu a (37.82) and flu b (cycle threshold [CT] 35.17) on the alinity m resp-4-plex assay. The sample was repeated the next morning and repeated as positive flu a (CT 39.29) and flu b (CT 35.13). The customer still questioned the reported result. Sid (B)(6) was tested 3 times. All 3 times the result was positive for flu a and flu b with late cycle numbers for both targets. A new sample was collected and results were negative for all targets on (B)(6) 2024. They repeated this sample 3 times, all 3 times were negative (sids (B)(6). There was no known impact to patient management. The customer questions all co-infections due to recent events (being reported to college of american pathologist [cap] for false resulting by a client) as well as any CT value over 37. These are automatic reruns or recollections.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-096) lot 398392 met all validity and acceptance criteria. All of the replicates for the flu a, flu b, rsv and cov-2 targets did not encounter any error codes or flags and were interpreted correctly by the assay software. The results for the parameters being evaluated were within the lower specificity limit (lsl) and the upper specificity limit (usl). Moreover, there were no instances of false positive results with the flu b target as well all other targets of resp-plex assay (rsv, flu a and cov-2). The file sample evaluation for lot 398392 met the acceptance and validity criteria that was established for the amp kit and received a disposition of passed. Customer data review: only assay containing sids, or controls related to the documented issue were reviewed. The validity of reported runs was verified and found to be valid. The assay met specification requirements, and no error codes or flags were displayed for the run controls. The amplification curves were evaluated and appeared normal and exhibited normal amplification for the flu and flu b targets and the internal control. The assay is performing as expected with correct interpretations. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 398392 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 398392 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 398392. A product deficiency was not identified by this evaluation. Complaint trending was completed. A trend violation was not identified, and the upper control limit was not exceeded for part 09n79 (trending part number). Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 398392 was not identified.